Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. The customer started using the product from regular replacement, and it worked well for 1 hour or so. After that, the air pressure of the cuff lowered, but he managed to control the pressure by adding air to the cuff every hour, and somehow continued to use it for around 2 weeks. No patient injury.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the cuff of the returned samples was inflated using a syringe and the product and immerse in the water in order to detect any leakage. Results: no discrepancies were found in the returned sampled, the samples were inflated and deflated without any issue, the samples were inflated per 24 hours without any problem. The customer reported condition was not confirmed. No fault found the device history record was not reviewed as no lot no. Was provided.